Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. The patient experienced a device pairing issue on (B)(6) 2026 and additionally reported unresolved signal loss issues. On (B)(6) 2026, the patient contacted customer support to report that she was currently hospitalized due to fluctuating continuous glucose monitor (cgm) values; this record captures the reported inaccuracy event. The patient stated that after initiating the warm-up period for a new sensor, she awoke to a cgm reading of 147 mg/dl, which decreased to 76 mg/dl, then to 45 mg/dl, and further to 42 mg/dl. During this time, she received a call from her sister advising that her glucose level was low. The patient later reported that the cgm readings were fluctuating erratically. At one point, the cgm displayed a reading of 90 mg/dl, which then increased to 209 mg/dl without the patient eating or drinking. When the cgm reading was approximately 42 mg/dl, the patient reported feeling weak, losing her balance, and falling, resulting in a hip injury. During the earlier period of declining cgm values that morning, the patient did not perform a manual bg check. After the fall, she stood despite hip pain and consumed a coca-cola and a debbie pie. Following ingestion, the cgm value reportedly increased slightly but remained below 55 mg/dl and continued trending downward. The patient stated that her sister continued calling during this time. On (B)(6) 2026, the patient contacted customer support again to provide clarification regarding the event. She stated that prior to transport to the hospital, the cgm displayed a reading of approximately 90 mg/dl, which reportedly increased to 209 mg/dl upon arrival at the emergency department without any reported treatment. The patient was transported to the emergency room by ambulance. She later confirmed that both cgm and bg measurements were taken in the ambulance and at the hospital; however, she was unable to recall specific bg values. At the time of reporting, the patient remained hospitalized and stated that she had been transferred to the intensive care unit (ICU), although she was unsure whether this occurred on (B)(6) 2026. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.